Event description:
The reporter states that the accu-chek inform meter shows signs of melting/burning. She also states that it appears as if a hole has burned through the bottom of the base. No reported smoking, flaming or exploding. No report that the meter was warm to the touch. No reported symptoms with electrical issue. No reported actions taken or treatment given. No adverse event reported. New system sent and return requested.